Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the cat damaged the patient line. The home patient (hp) stated that she had noticed that her cat had bitten into the patient line before the alarm occurred. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A root cause was use/user error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 1. The home patient (hp) stated that she had noticed that her cat had bitten into the patient line before the alarm occurred. The baxter technical service representative (tsr) had the hp cycle power and se 2367 occurred. The tsr had the hp disconnect and discard the supplies. The tsr explained the alarm and advised the hp to contact the nurse. The hp stated that she will do a manual exchange in the meantime. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.